Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had (B)(6) infection that was undetected at time of implantation of devices. An antibiotic spacer has since been inserted after well-fixed components were removed. X-rays provided.